Event description:
I used a CPAP machine being recalled by phillips, a remstar auto dom ref 560p, #(B)(4), and developed serious sinus infections, ear infections and rashes. As a result I had to have septoplasty and balloon plasty on (B)(6) 2016. I was advised by surgeon to not use the CPAP again. FDA safety report ID # (B)(4).